Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high impedance on the rv and superior vena cava (svc) high voltage coils due to a possible proximal fracture. When the impedance levels were rechecked with changes in arm positions, there were variable impedance ranges with some in normal limits and some high depending on the arm position. The lead threshold was normal but rising. The lead was capped and replaced. No patient complications have been reported as a result of this event.